Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 410 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2019. The customer experienced symptoms such as nausea, difficulty breathing, head ache. The customer was treated with manual injections with lab work. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.